Event description:
It was reported that the patient felt pain and inflammation at the insertion site (leg) while wearing the pod for between 49 and 71 hours. The patient removed the pod and went to his doctor. The patient was prescribed oral antibiotics. The following morning, the pain had spread and the patient had difficulty moving his leg due to the pain. The patient visited the emergency room and received antibiotics intravenously for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.